Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for an implant procedure. During the implant, it was discovered that the right ventricular lead had a high out of range impedance, and the physician suspected a lead fracture. The lead was exchanged without issue. The patient was stable.